Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that when used on batteries, it will indicate that the treatment has failed. There was no patient involvement.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that when used on batteries, it will indicate that the treatment has failed. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The device has not been made available to philips. Visual and functional testing could not be performed. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer did not indicate accepting the paid service therefore no work was performed by philips.